Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the keypad buttons needed to be pressed more than once to get a response. The reporter confirmed that there was no damage to the rubber keypad however the keypad symbols were worn. The patient reportedly wore the pump attached to the belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.